Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device could not be fired. The green button could not be pressed and the handle could not be squeezed. There was no patient involvement.